Event description:
It was reported by service report that the left siderail was not latching upright, the toprail was broken exposing sharp edges and the jack was drifting. The customer could not determine whether there was patient involvement, however, no adverse consequences are reported.